Event description:
It was reported that the patient was hospitalized after receiving inappropriate therapy due to oversensing. Lead fracture suspected. Leads were explanted and replaced. Pneumothorax was observed post op via x-ray. Thorax was drained and patient was released from hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.